Manufacturer narrative:
Blank display was not noted during testing. The insulin pump had normal operating current and no damage was noted on connector and liquid crystal display isolation tape. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on display window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump display went blank and she was not able to use the buttons on the pump. The customer's blood glucose was 205 mg/dl. There were no signs of physical damage and the insulin pump was not bumped, dropped, or exposed to moisture. After insertion of a new battery, the display did not return during troubleshooting. The customer was advised to clean the battery cap contact and insert a new battery, and once again, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.